Event description:
Approximately, eleven months post lvad implantation the patient reported that his/her controller was changing power sources even when the battery showed two bars on the gauge. After discussion with the field service engineer, a new controller and batteries were issued to the patient. The event resolved without any reported patient injury. The patient was at home at the time of the event. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable.

Manufacturer narrative:
The devices were returned to heartware. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Controller passed visual and functional testing. Functional analysis revealed that battery contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been open to address the issue. This event relates to the fsca z-1607-2014 issued by heartware, inc. For this matter. This is one of two reports (3007042319-2013-00117 and 118) submitted for devices related to the same event. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00117 and 3007042319-2014-00118) submitted for devices related to the same event. Evaluation in progress.